Event description:
Patient was smoking with oxygen in use. The son informed the nurse that the patient was admitted to (B)(6) hospital due to a fire in the patient's room at home. The after-hours rn visited the patient at the hospital and received report from the hospital nurse that the patient had third degree burns to 23% of her body, which included left arm, hands, chest, neck, left ear, and left side of her face. Patient is expected to be in the hospital for at least two months. Multiple attempts were made to get information from the hospital where the patient was being cared for and were not able to get any information from staff due to hippa. We tried to reach the patient's son multiple times and today ((B)(6) 2024) we were finally able to speak with him, he informed us of the patient's death on (B)(6).